Event description:
It was reported that the device high-reflective mirror was burnt, the black flashlamp had only 86,000 impulses shot, and the power supply unit was very unstable at low output frequency levels. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the device high-reflective mirror was burnt, the black flashlamp had only 86,000 impulses shot, and the power supply unit was very unstable at low output frequency levels. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.

Event description:
It was reported that the devices high-reflective mirror was burnt, the black flashlamp had only 86,000 impulses shot, and the power supply unit was very unstable at low output frequency levels. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.

Manufacturer narrative:
Block e1: initial reporter email updated. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.